Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. It was not possible to directly examine the product to determine if a set defect caused the ball to seat prematurely. Based on the lack of availability of the product for evaluation, it is not possible to determine a specific root cause for the premature shut off of the ball valve. The package label was reviewed and found to be sufficient in providing information on the use of the product.this issue is being investigated through CAPA.

Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance of a no flow situation with a non-dehp il buretrol (ballvalve drip chamber) set w/2y's. It was reported that the insulin drip had been infusing at a rate of 16.5 units per hour at 1800. Over the course of the next 3 hours, the blood sugars increased from 225 to 366 and the insulin infusion increased by 20 units per hour (up to 36.7 units per hour) as ordered per the glucostabilizer. At this time, it was necessary to change the infusion mode from ICU mode, to basic mode. In ICU mode, the hard upper limit on insulin infusions is 30 units per hour. Max blood sugar reached was 503 at 230am. At this time, new tubing and new pump were obtained. Nurse had noted the ball in the drip chamber was occluding the flow of insulin but the pump was not alarming upstream occlusion. The volume in the burrette was unchanged during the hour of increased infusion rate. Nurse assured that the drip chamber was 18 inches above the pump. From the time of the pump change, the rate of insulin decreased and blood sugar stabilized. The pump was taken out of service. Additionally, several ctu nurses reported this same occurrence has happened in the past on different patients. On (B)(6) 2012 product surveillance contacted the nurse at the facility regarding this event. The nurse stated that stated that the ball in the burrette chamber would not allow the insulin to flow. The sigma spectrum pump (v.6.05.11) did not alarm for occlusion but she thought that the occlusion alarm function was turned off on the pump. She also stated that the volume to be infused was not correct on the pump. Baxter is attempting to obtain additional clinical information regarding this incident.

Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, a follow-up report will be submitted.